Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 570.6000 as soon as the unit was turned on. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? And concomitant med prod data. Annex a: a1603, a13, annex b: b01, annex c: c0201, annex d: d02, annex g: g02013. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported error code 570.6000.0 issue could not be replicated during laboratory testing, however, a review of the error logs identified the presence of a single instance of error code 570.6200.0 on the suspect etco2 module. The suspect etco2 module was attached to known good service pcu that was powered on ten (10) times, to observe the functional state. The suspect etco2 module began the initialization process and did not present any channel malfunctions in any iteration. A preventive maintenance task was performed on the suspect device to verify its performance, and no issues or anomalies were found. The event date was reported as 04 february 2026 and time was not provided. According to the event log, the suspect module was attached to the concomitant pcu s/n (B)(6) on (B)(6) at 5:15 pm, the device ran as expected until 10:21 pm when a channel malfunction occurred. Error log review of the suspect etco2 module showed a malfunction error code 570.6200.0 (OEM_cbit_failure), recorded on (B)(6) 2026 at 10:21 pm, indicating the continuous built-in tests failed and that a channel error code was reported by the oridion board. Per the bd alaris channel error tipsheet: the bd alaris modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris pc unit during the alarm state. Return the affected module to your facility biomed department. The alaris etco2¿¿ module 8300 technical service manual states on chapter 2 checkout and configuration the next statement: when powering up the instrument, verify the instrument beeps and all display led segments flash. This confirms that the instrument has performed its self-test and is operating correctly. During operation, the instrument continually performs a self-test and will alarm and display a message if it detects an internal malfunction. Contact bd authorized service personnel if the instrument has physical damage, fails to satisfactorily pass the startup sequence, fails a self-test, or continues to alarm. According to the bd alaris pcu, model 8015 and bd alaris pump module model 8100 technical service manual through the use of diagnostic hardware testing and software error trapping, the bd alaris system ensures that all hardware and software errors are logged and the appropriate action is taken. The response for error code 5xx.6200 is to replace the etco2 board. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 570.6000 as soon as the unit was turned on. There was no patient involvement.